Event description:
Procedure: appendectomy. According to the reporter: after firing the jaws would not open. Additional resection of tissue was required. Another device was used to complete the procedure.

Manufacturer narrative:
(B) (4). (B) (4).